Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer complains that after 10-14 days when the zvk was removed, an approximately 0.5 cm long crack was found about 3 cm below the tip.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section d.1.-brand name corrected to cvc set: 5-lumen 8.5fr x 20cm. Section d.4.-catalog # corrected to de-25855-s. The customer returned one 5-l cvc catheter for evaluation. Signs of use in the form of biological material were present on the catheter body. Visual analysis of the catheter revealed the tip of the catheter had been cut off and not returned. The two skives were present at the distal end of the catheter body; it is hypothesized that the customer thought these were damage. The two skives that were found on the distal end of the body each measured 0.5 cm. It is hypothesized that these are what the customer thought were slits. The length of the catheter body measured 176 mm, which is not within the specification limits of 207-227 mm per the catheter product drawing, because the catheter body had been cut. This implies that 31-51mm of the catheter are missing. The customer stated the damage was about 3cm (30mm) from the tip, so it appears they cut the catheter tip off, but kept the section with the "damage" they were reporting. The outer diameter measured 2.899 mm, which is within the specification limits of 2.85-3.00 mm per the catheter extrusion product drawing. A lab inventory wire was inserted into both skives and traced back to the medial 3 line and proximal line. This aligns with the catheter graphic which shows the two most proximal skives being the medial 3 and proximal lines. A lab inventory syringe was used to inject water into all five lines of the catheter. No leaks or blocks were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not cut catheter to alter catheter length. Do not attach catheter clamp and fastener (where provided) until guidewire is removed. Do not use scissors to remove dressing to reduce risk of cutting catheter." The report that the catheter body was damaged was not able to be confirmed through complaint investigation of the returned sample. Visual examination of the sample revealed that the distal end of the catheter had been cut off. The "slit" that the customer thought was a defect was the skive that belongs on the catheter body to distribute the fluids inserted into the catheter. A device history record review was performed based on sales history, with no relevant findings to suggest a manufacturing related cause. Based on the sample received no problem was found with the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the customer complains that after 10-14 days when the zvk was removed, an approximately 0.5 cm long crack was found about 3 cm below the tip.